Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was surmised that no image was displayed with the q150 scope due to a faulty printed circuit board, which had been damaged by stress factors such as heat or humidity affecting the circuit board. It was not confirmed whether the defect had been caused by user misuse. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the third party device evaluation, the video system center exhibited no image due to a faulty printed circuit board. There were no reports of patient involvement.